Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged, as was seen on x-ray. Repositioning attempts failed, and the lead was explanted and replaced.